Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was in the intensive care unit at the hospital and was not alert. Interrogation found that the previous day, the patient had a ventricular tachycardia (vt) episode that was treated with anti-tachycardia pacing (atp) and a second episode of vt that was treated with a shock; both were successful at converting the patient. It was noted that the patient has a left ventricular assist device (lvad) and is on dialysis. While reviewing electrograms, the hospital staff noted a wide aberrant arrhythmia that was never treated. The hospital staff was questioning undersensing. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) was programmed to 135 for the lowest vt zone with a trigger rate of 170 beats per minute for an atrial tachy response (atr). Electrogram strips were sent into boston scientific technical services (ts) for review. Ts noted that the tachycardia was at about 180 bpm, however the lower rate limit was 110 bpm and was recently changed from 60 paces per minute (ppm) the previous day due to ectopy. Ts noted that it was likely the increased lrl was causing significant blanking due to cross chamber post atrial pace and same chamber ventricular pace. Ts discussed timing cycles and programming options. The field representative noted that the lower rate limit was decreased by 10 paces per minute and the av delay was also shortened. The field representative also stated that the physician agreed with ts that the programming changes made previously for the patient's ectopy contributed to the blanking. It was further noted that the patient underwent a successful vt ablation. The patient is being followed by an electrophysiologist that does their own device checks, thus the field representative was unable to find out any further information. The patient's current status is unknown. At this time the device remains in service and no additional adverse patient effects were reported.